Event description:
An impella cp device was inserted via the left femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During patient rounding, the care team noted hemolysis, which may have been caused by the cp device position. Echocardiography showed the impella was measuring deep. The device was set at p8, and the care team decided to keep it at p8 and re-address with the consulting heart failure team. A formal repeat echo was discussed for optimal positioning and consideration of reducing the p-level. The team was trending lab values, with ldh at 2013 at this time. Urine output was red/dark tinged. The impella was providing optimal support per the care team, and central venous pressure was within the goal range. The care team had no additional needs or concerns for pump function. The patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by device position and underlying cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received, the patient was escalated to an impella 5.5 within 24-48hours due to patient needing full hemodynamic support from 5.5. No pump is available for return.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction/hemolysis: the cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.